Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The initial hcg + b result was 0.808 miu/ml. The sample was repeated twice with results of 329.1 miu/ml with a data flag and 327.1 miu/ml with a data flag. The result of 329.1 miu/ml was believed to be correct. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 240444 with an expiration date of 31-may-2018. The customer checked the sample tube and no clots, bubbles or foam were observed. Routine maintenance was performed by the field service engineer (fse) on 31-oct-2016. The customer had replaced pinch tubes per manufacturer recommendation. It was noted that the customer ran the sample in a position without a rack adaptor. The fse visited the customer site on 01-sep-2017; however, the customer denied the fse access to the analyzer. Instrument performance testing was done but no analyzer adjustments were made.

Manufacturer narrative:
The instrument data provided do not suggest an instrument hardware or software problem. The most likely root cause for the erroneous result was that this particular patient sample was processed in a 13 mm tube with no rack adapter. This was the only sample that was processed without the recommended adapter; all the other samples were processed with rack adapters. The customer thinks a staff member removed the adapter and forgot to put it back in place. The customer is aware that rack adapters should be used with 13 mm tubes. The 13 mm tube adapter ensures correct alignment and pipetting of the 13 mm sample tubes.